Event description:
Customer reported while heat pack was being activated, it exploded on patient's face and clothing. Patient denies any crystals entering eyes or mouth. Immediately cleaned patient's face, neck, and clothing off with soap and water. Patient did not report any eye pain, burning, or irritation. Poison control contacted at (B)(6). Spoke with " (B)(6)" in poison control and was advised to wash exposed areas with soap and water and to monitor for any eye redness, irritation, and pain. Patient denies all at this time and no further information provided. Charge nurse and supervisor notified. No injury to patient or staff. The pack was not saved, so the lot number is not available.

Manufacturer narrative:
No lot number was provided; therefore, review of the device history record was not possible. The event sample was discarded by the customer. Since no samples were returned for investigation, we were unable to determine a root cause. However, we are taking the following actions: first, preventative maintenance is occurring at the proper frequency. Second, a warning label is being added to the label that specifies that ¿when activating, hold away from patient.¿ we will continue to monitor complaint trends and utilize the information as part of continuous improvement.